Event description:
There was a lead revision done due to dislodgement. This lead remains actively implanted. There were no adverse pt events reported. Should additional info be received, this file will be updated.